Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noted that section was inadvertently checked as device evaluation anticipated; but not yet done in error. The correct choice should have been other. The following section has been updated accordingly: reason for non-evaluation: other. Additional information was provided as follows: the cornea opacified during the entire surgery, relation to viscoelastic was not provided. Endothelium was normal. Medication types were antibiotic, nsaid, (non-steroidal anti-inflammatory drugs) steroid, iop (intraocular pressure) reducing and the additional medications were chibroxin, diclofenaco, maxidex. These medications were noted as both standard of care and for adverse event. Summary of event was reported as iop elevation requiring treatment. Any viscoelastic might cause iop elevation the first 24-48 hours post surgery. Patient has recovered and event resolved without sequalae. Additional information: the following sections have been updated accordingly. Age/date of birth: 74 years of age. Gender/sex: female. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If implanted; give dates: not applicable, healon is not an implanted device. If explanted; give dates: not applicable, healon is not an implanted device. Telephone number: (B)(6). The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced issues with healon pro. Elevated intraocular pressure (iop) of 47 mm hg. The study patient attended the preoperative study visit on (B)(6) 2019 and iop was measured at 16 mm hg in the right eye. The patient had cataract surgery in the right eye on (B)(6) 2019. The healon pro ophthalmic viscosurgical device (ovd) was used during surgery. At the 1-day postoperative study visit (B)(6) 2019, the patient had a spike in iop (47 mm hg). The ocular hypertension was treated with iopimax. No further information was provided.